Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the cutter was broken. Therefore, the reported condition was confirmed. It was determined that excessive lateral or side to side force was the cause of the failure. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee replacement surgical procedure, it was discovered that the burr device broke outside of the attachment device between the distal end of the attachment and the burr head. It was reported that there was a less than five minute delay to the surgical procedure. It was reported that spare devices were available for use and the surgery was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.